Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 302995; lot: unknown. It was reported that the bd syringe 10ml ll s/c 200 had leakage past the stopper. The following information was provided by the initial reporter" verbatim: rcc received a complaint via email. Email(s) attached. Date: 10/10/2024 complaint number: (B)(4). Account number: (B)(4). Account name: fresenius medical care canada. Contact person: (B)(6) item number: (B)(4). Sample available: confirming. Lot number: requesting. Pictures: requesting if available. Item description: syringe only bd 10ml luer lock. Incident description: as per account (B)(4), patient advises that when using the syringes at about 20% they let in little streaks of blood which never used to happen on old ones. No other issues or performance issues.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4)- supplemental MDR - leakage past stopper additional information: lot number provided. Lot 4123362, device manufacture date: 05/02/2024 section d and h updated to new information. Evaluation: eight samples were provided to our quality team for investigation. All samples were tested, and no defects were found. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 4123362. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - leakage past stopper. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.